Event description:
Pt had a heavy item fall on her from a significant height. This, in turn, broke the spine of the tibial insert which required it to be explanted with another tibial insert implanted.

Manufacturer narrative:
No product problem therefore, parts were not returned.